Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 32mm in length, total occlusion target lesion was located in a severely calcified, severely tortuous and 2.75mm in diameter left anterior descending artery. The lesion contained a >= 90 degrees bend. A 3.00mm x 20mm liberté¿ stent was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Additional information received indicated the shaft was broken.

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 32mm in length, total occlusion target lesion was located in a severely calcified, severely tortuous and 2.75mm in diameter left anterior descending artery. The lesion contained a >= 90 degrees bend. A 3.00mm x 20mm liberté¿ stent was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Additional information received indicated the shaft was broken.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the liberte stent delivery system (sds). The returned portion consisted of the hub, strain relief, hypotube, small section of the midshaft and the corewire. The distal portion of the device (including majority of the midshaft, balloon, markerband, stent and distal tip) were not returned for product analysis. Product analysis determined that the condition of the returned device was contributed by the complaint incident. Microscopic examination presented no damage or irregularities in the shaft of the hypotube. The midshaft was separated 2cm distal of the hypotube with pulled material. The working length of the catheter from the end of the strain relief was 140cm per the product specification. The returned length of the hypotube was 107cm, concluding that approximately 33cm of the distal portion was not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).